Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred. Customer¿s blood glucose was 250 mg/dl. During a pump system check, a new cartridge was loaded and a minimum fill notification was received. A pump air leak was detected. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue (occlusion) was verified in the pump logs; however, no failure was identified. The cartridge was not returned. Based on the analysis, the alleged malfunction (minimum fill message) could not be verified. Additionally, a different issue was identified.